Event description:
User reported a leak coming from the pressure chamber pouring out onto the floor. User confirmed nobody was injured and no patient samples were involved. The field service representative found the di water tubing connection had popped off the pressure container which caused the leak. He replaced the tubing. Performance tests were performed.